Manufacturer narrative:
Technician found fluid ingress left and right caregiver board. Replaced left and right caregiver board to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Left and right siderail controls intermittent operation.